Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a priming attempt. The customer's blood glucose was 152 mg/dl. During troubleshooting, it was stated the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. It was not possible to rewind the insulin pump and it was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to encoder out of phase. Unable to perform displacement test due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.